Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump and advised the customer on using an alternate insulin delivery method to prevent interruptions. The customer was also informed about the new pump's updated software and received instructions for its use and the return process for the faulty pump. The customer understood and acknowledged all information provided.